Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers state the patient has incurred problems with the hip replacement devices, including locking, pain, swelling, difficulty walking, standing, bending, squatting, ascending and descending stairs, sitting and laying in bed.